Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported a dilaudid over infusion. The infusion started at 0130 on (B)(6) 2013, basal rate 0.5mg/hour, demand dose 0.2mg with 10 minute lockout, and loading dose 0.4mg. At 1500 a new syringe was placed in device and previous programming was restored, this was verified by 2 nurses. At 2100 a different nurse noticed the patient was receiving a dose believed to be 25 times the ordered dose for the past 6 hours. The patient was a chronic pain patient and required a high dose of dilaudid at home, therefore no patient harm or medical intervention occurred due to the increased dose. The customer requests a device investigation and event log review to determine if a use programming error or device malfunction occurred. No further patient/event information was reported.